Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced drainage from a tract and fluid buildup in the scrotum. A full washout was performed, and the ipp was removed and replaced. The fluid buildup was not related to the device. No additional patient complications were reported.